Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The torn/separated shaft was able to be confirmed. The difficulties advancing/retracting the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The 2.5x38 mm xience xpedition stent delivery system (sds) stopped advancing on the guide wire prior to entering the anatomy. During removal of the sds from the guide wire, the guide wire exit notch became torn. It was stated that the problem was with the xience xpedition sds and not the balance middleweight universal ii guide wire that was being used. A new guide wire and a new xience xpedition sds was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch additional information was received: it was reported that resistance was also felt during retraction of the device from the guide wire at which time a distal shaft separation occurred.